Manufacturer narrative:
(B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The following sections have been updated: b4: date of this report d1: brand name d2: type of the device d4: catalog number d4: lot/serial # d4: device expiration date d4: device UDI number g3: date received by manufacturer g4: PMA/510(k) number g6: checked "follow-up" h2: checked follow-up type h4: device manufacturer date h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain® gold-tite® hexed screw, iunihg was not returned. Therefore, visual inspection was not able to be performed and the investigation will be of the available item and lot number. One certain® bellatek® titanium abutment 5.0mm, ildat5 was not returned. At the time of this alleged event, the screw was re-tightened and the abutment remained in the patient¿s mouth. No pre-existing conditions were noted on the per. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot numbers. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Lot specific complaint history review for lot number for similar event and two other complaints were identified. All three events are related (same patient). Based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that abutment has to be tightened due to loosening tooth #30 job/ lot can not be provided at this time from the office or the sales rep.